Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was advancing the stent over the aortic bifurcation and the stent became dislodged from the balloon.

Manufacturer narrative:
Engineering analysis: the investigation in to the reason for the complaint is difficult due to the fact that the device was not returned. If the device had been returned the crimped stent diameter and balloon profile would have been measured to ensure it was of the proper diameter. The stent delivery system was not returned so this evaluation could not be performed. During the final lot qualification data shows that all (B)(4) test samples were able to pass through the 7fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath during the quality performance inspection process without a failure for the inability of the stent to pass through the introducer sheath. In this particular case it appears that there is a possibility that the icast covered stent caught the edge of a previously placed bare metal stent that had been deformed as stated by the physician. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All stents were firmly crimped on to the balloon and no stents were dislodged while being passed through the introducer sheath. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question. As the physician mentioned there is a possibility that the leading edge of the icast caught on the old stent and dislodged. As no films were provided this cannot be confirmed.